Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed and the reported issue was noted; the tape down clip for pall medical filter was separated from the pall medical assembly 1.2 micro -meter. Further examination identified a lack of solvent; the solvent was not applied uniformly in the tape component. The reported condition was verified. The cause was due to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "clear part of the filter" of a clearlink system non-dehp extension set broke off. The issue occurred while priming the set with total parenteral nutrition (tpn). The device was replaced to resolve the issue. There was no patient involvement. No additional information is available.